Event description:
It was reported that the patient was scheduled to have spinal surgery on tuesday (B)(6) 2012. Reporter stated that he would be in the hospital for about a week for the surgery. Reporter was uncertain what was being done during the surgery but noted that they would be near the site of the catheter insertion and unsure if the catheter was going to be moved or not. There were no patient symptoms reported. The drugs delivered via pump were dilaudid, bupivacaine and another unknown drug. According to the manufacturing device registry the other drug delivered via pump was clonidine. The outcome of the patient was not provided. Additional information had been requested but was unavailable as of the date of this report.

Event description:
Additional information received reported the patient had a back fusion surgery in (B)(6) 2012 and the catheter was visibly completely severed. The pump was being used to deliver saline at minimum rate mode since (B)(6) 2012. A catheter replacement was planned to be done on (B)(6) 2013 and the pump would be filled with drug again. It was also reported that a new catheter was placed on (B)(6) 2012 and the old catheter was removed. There was no withdrawal and the patient was put on oral medication and patches quickly, but it was noted the pump was more effective for controlling the patient's pain.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion code 67 no longer applies to this event.